Event description:
Ref imp (B)(4).

Manufacturer narrative:
Info on device pending. Event occurred in (B)(6). Us importer notified of event by ous MFR. Importer is reporting adverse event to FDA. No pt complications reported. Investigation pending further info.